Event description:
It was reported that the pulse generator was explanted due to patient discomfort and hematoma.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.